Event description:
It was reported that during an implant procedure, this right atrial (ra) lead exhibiting no capture and high out of range impedances of greater than 3000 ohms. The ra lead was repositioned multiple times but the issue still persisted. The physician elected to remove and replace the ra lead prior to pocket closure and it was never in service. No adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.